Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 14: (B)(6) hospital. (B)(6). Transplant surgery inpatient progress note. Past medical history significant for obstructive sleep apnea, peripheral vascular disease (status post right above the knee amputation and bypass surgery), extensive history of failed fistulas/grafts for hemodialysis access. Post operative day one status post deceased donor renal transplant, has been afebrile overnight. Had an episode of emesis this morning; remained intubated due to concern for aspiration. Abdomen soft, round, nontender, nondistended, incisions clean/dry/intact, negative bowel sounds. Active medications: myfortic, prednisone, heparin and insulin intravenously. Documented problem list: follow up incision and drainage gluteal abscess, status post nonhealing wound right above the knee amputation stump. Plan: will extubate but keep nasogastric tube in place. No indication for infection; continue cefazolin for surgical prophylaxis. Started immunosuppressive therapy; following the high risk protocol. Hold tacrolimus today . (B)(6) 14: (B)(6) hospital . (B)(6). Transplant surgery inpatient progress note. Afebrile overnight. Extubated yesterday without issue. Still requiring dopamine for blood pressure control. Having post-operative abdominal pain. Abdomen soft, round, appropriately tender to palpation, non-distended, incisions clean/dry/intact, negative bowel sounds. Active medications: cefazolin, cellcept, myfortic, prednisone, heparin and insulin intravenously. Assessment/plan: postoperative day 2. Continue to monitor for infection; came back with positive cultures. Will give vancomycin x 1 dose and start zosyn for positive urine culture. Continue cefazolin for intraabdominal infection; donor preservation fluid with rare white blood cells. Urine culture positive for gram negative rods . (B)(6) 14: (B)(6). Transplant surgery inpatient progress note. Afebrile overnight, now post operative day 3. Abdomen soft, round, appropriately tender to palpation, non-distended, incisions clean/dry/intact, hypoactive bowel sounds. Active medications: cellcept, myfortic, prednisone, zosyn, tacrolimus, heparin and insulin intravenously. Plan: continue antibiotics for urinary tract infection; zosyn. Nasogastric tube in place until bowel function returns. Continue immunosuppressive therapy . (B)(6) 14: (B)(6). Transplant surgery inpatient progress note. Post operative day 4. Abdomen soft, round, appropriately tender to palpation, non-distended, incisions clean/dry/intact, hypoactive bowel sounds. Active medications: bactrim, cellcept, myfortic, prednisone, tacrolimus, heparin and insulin intravenously. Assessment/plan: encourage ambulating; physical therapy following, suppository, abdominal binder for pain. Continue antibiotic therapy for uti; urine culture positive for klebsiella pneumonia- switch from zosyn to bactrim. Continue immunosuppressive therapy . A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated result code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect h6: updated investigation findings h6: updated investigation conclusions h6: health effect impact code: f1903: device explantation h6: medical device component: g04088: membrane the investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1395, 1690, 1695, 1884, 1932, and 2225) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6), 2014 through (B)(6), 2015 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: ¿ weight (B)(6) 2014: weight 319.6 lbs., morbid obesity (B)(6) 2014: abdomen obese (B)(6) 2014: morbid obesity, bmi 56 ¿ obstructive sleep apnea ¿ peripheral vascular disease ¿ extensive history of failed fistulas/grafts for hemodialysis access ¿ chronic kidney disease ¿ type 2 diabetes ¿ (B)(6) 2013: kidney transplant rejected in 2009, bilateral lower extremity bypass. ¿ (B)(6) 2014: gluteal abscess ¿ (B)(6) 2014: nonhealing wound right above the knee amputation stump. Prednisone ¿ (B)(6) 2014: history of end-stage renal disease, re-started hemodialysis 2010. ¿ (B)(6) 2014: large open anterior abdominal wound with surgical mesh, consistent with infection, mild pelviectasis. ¿ (B)(6) 2014: methicillin-resistant staphylococcus aureus infection of the mesh abdomen causing a sinus tract to the skin outside. Status post kidney transplant. ¿ (B)(6) 2015: urinary tract infection, multidrug reaction organism, immunocompromised host. ¿ (B)(6) 2015: rectus diastasis, scarring of abdominal wall consistent with prior surgery, question of adhesions. Surgical procedures: ¿ unknown date: right above the knee amputation ¿ 2003: living related renal transplant ¿ (B)(6) 2014: right-sided deceased donor kidney transplant, incisional hernia repair with mesh. Implant preoperative complaints: ¿ (B)(6) 2014: "¿ 52-year-old female with end-stage renal disease who has been on dialysis. She had a previous kidney transplant on the right side which subsequently failed. The patient has been evaluated for a second kidney transplant, placed on a waiting list. A deceased donor kidney became available for her, and that was a right kidney with single artery, single vein, and single ureter.¿ ¿ (B)(6) 2014: ¿the patient was severely obese and also she had a previous midline incision from abdominal surgery which formed a large incisional hernia. Also, she had a previous right-sided kidney transplant. She had severe calcifications on the left iliac vessels. That is why we decided to implant the new graft on the right common iliac artery, and inferior vena cava.¿ implant procedure: right-sided deceased donor kidney transplant. Incisional hernia repair with mesh. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp08/10985043, 34cm x 26cm x 1mm thick, oval] implant date: (B)(6), 2014 [hospitalization (B)(6), 2014] ¿ description of hernia being treated: ¿then abdominal cavity was opened with a midline incision. The hernia defect was large about 10 x 5 cm and, after this, the multiple adhesions between the omentum and anterior abdominal wall were dissected. As the dissection proceeded, we identified the cecum and the cecum [sic] and ascending colon were medially mobilized. Retroperitoneum was exposed. The common iliac artery on the right side was identified and properly dissected. At this point, the distal inferior vena cava was clamped with satinsky clamp. A 15 mm longitudinal venotomy was made. The kidney graft was brought to the field. End-to-side anastomosis was performed between the renal vein and distal inferior vena cava of the recipient with 6-0 running prolene suture. After this, the common iliac artery on the right side was clamped proximal and distal, and an 8 x 3 cm oval-shaped window was made in the anterior wall of the artery. End-to-side anastomosis was performed between the renal artery and common iliac artery with 6-0 running prolene suture. After completion of this anastomosis, the kidney was reperfused. The venous clamp was removed first, followed by the immediate removal of arterial clamp. The kidney expanded and pinked up. Some small bleeding from the surface of the kidney was controlled with cauterization. At this point, the ureter of the kidney was brought next to the dome of the urinary bladder. The typical ureteric system ostomy was performed with uteral stent. Ureteral stent was used in this case. It was performed with 5-0 running pds suture. An anterior folks flap of the muscular layer of the bladder was made with 3-0 vicryl short running suture. Copious irrigation of the abdominal cavity. No bleeding from all areas of dissection.¿ ¿ implant size and fixation: ¿at this point, we closed the peritoneal cavity using a gore-tex mesh to close the hernia defect. It was sewn to the fascia with a short running 0 prolene suture. Subcutaneous tissue was closed with 2-0 vicryl interrupted suture, and skin was closed with a suture of 3-0 nylon and staples.¿ ¿ post-operative period [15 days]: (B)(6) 2014: ¿hospital course: underwent cadaveric renal transplant and repair of ventral hernia. Discharge instructions: activity increase as tolerated. Condition upon discharge: stable.¿ relevant medical information: ¿ (B)(6) 2014: CT abdomen/pelvis: ¿findings: there is an anterior abdominal wound present with surgical mesh in place. Air and fluid pockets are demonstrated around the mesh. The largest pocket of fluid is seen at the superior aspect of the mesh at midline and measures approximately 4.3 x 3.3 x 6.6 cm. (Ap transverse by craniocaudal). At the inferior aspect of the mesh the wound appears open to the air and there are multiple tracts extending from the pockets of fluid to the skin surface. There are multiple defects noted in the subcutaneous soft tissues related to previous surgeries. The bowel loops are normal in caliber without evidence for obstruction. Impression: large open anterior abdominal wound surgical mesh in place. There [sic] multiple pockets of fluid and air surrounding the mesh consistent with infection.¿ ¿ (B)(6) 2014: ultrasound soft tissue abdomen: impression: ¿small fluid collection in the subcutaneous fat of the anterior abdominal wall. This may represent a seroma, evolving hematoma, or abscess in the appropriate clinical setting.¿ ¿ (B)(6) 2014: CT abdomen/pelvis: ¿impression: redemonstration of a large open anterior abdominal wound with surgical mesh. Multiple pockets of fluid and air surrounding the mesh appears grossly stable in size and configuration and are consistent with infection. Mild pelviectasis of the right lower quadrant transplant kidney stable from prior exam.¿ ¿ (B)(6) 2014: CT abdomen/pelvis: ¿impression: heterogeneous density along the rectus abdominal layer and fascial layer extending from the midabdomen to the mid pelvis. Associated inflammatory change on soft tissue thickening is noted. This appears to have indication with the skin surface on axial image 62. This may be postoperative in nature due to an underlying mash [sic] placement, however may also be related to previous contrast placement. Nonspecific stranding in the fat surrounding the transplant kidney. Assessment/plan: extensive medical and surgical history including a ventral hernia repair with mesh that is currently infected and needs to be removed. It would be appropriate to have the surgeon that placed the mesh to remove it and replace another, unknown surgeon placed it at uic. Due to clinical presentation and ams [altered mental status] likely 2/2 [secondary to] uti [urinary tract infection], patient¿s admission and treatment with broad spectrum abx [antibiotics], van/zosyn [vancomycin]. A transfer to uic for proper surgical management by primary surgeon maybe appropriate at a later date.¿ ¿ (B)(6) 2014: ¿abdominal wall drainage. Hpi: morbidly obese female, had a renal transplant and repair of a ventral hernia with mesh done at university of illinois hospital last year, and now presents with chronic drainage from her wound. I am seeing the patient for evaluation of this wound drainage and possible infected mesh. CT scan shows some fluid superior to the mesh with an open wound and a chronic draining sinus tract from the mesh to the skin. Exam: abdomen was obese but it was soft and nontender. There is some drainage from a 1 cm opening in the upper portion of her wound that has a long tract that extends superiorly to the area where the mesh is. There is no abscess, but it clinically is infected mesh with a chronic draining sinus tract to the skin. There is no peritoneal signs and no signs of intraabdominal pathology. Impression: infected mesh.¿ ¿ (B)(6) 2014: ¿still having abdominal discomfort. Objective: abdomen: soft, active bowel sounds. Has a left side nonhealing wound with purulent drainage. Assessment and plan: methicillin resistant staphylococcus aureus infection of the mesh of the abdomen causing a sinus tract to the skin outside. The patient is still getting IV vancomycin per infectious disease. Morbid obesity. S/p kidney transplant. Chronic kidney disease. Type 2 diabetes.¿ explant preoperative complaints: ¿ (B)(6) 2015: CT abdomen/pelvis: ¿indication: presenting with purulent foul-smelling discharge from the wound for 3 days. History of multiple abdominal surgeries. Results: evaluation of the abdominal viscera for intra parenchymal pathology is limited due to lack of intravenous contrast. There is redemonstration of a large anterior abdominal wound with surgical mesh in place. Air and pockets of fluid are redemonstrated around the mesh however decreased in size when compared to prior examination. The wound measures 5.0 x 1.6 x 9.8 cm, in transverse by ap by cc dimensions, decreased in size when compared to previous examination. Multiple small bowel loops are in close proximity to the anterior abdominal wall, where adhesions are suspected. There is thinning and atrophy of the ventral wall musculature. Unenhanced appearance of the liver is unremarkable with the exception of pneumobilia stable from prior. Previously seen pigtail stent in the duodenum has been removed. Pancreas is similarly atrophic. Within limits of noncontrast study, the spleen and adrenal glands are unremarkable. Both native kidneys are atrophic. A right iliac renal transplant is present without perinephric fluid or inflammation. More inferiorly and laterally, there is a second (failed) right renal transplant with changes related to atrophy. There is extensive vascular calcifications in the abdomen similar to prior examination. Evaluation of the abdominal viscera is also limited given lack of enteric contrast. There are no abnormally dilated loops to suggest bowel obstruction. A top normal caliber small bowel loop is present in the upper abdomen. The bladder is normally distended. The uterus is anteverted and probably atrophic. Bilateral fallopian tube occlusion devices are seen. There is no free fluid in the abdomen or pelvis. No bulky adenopathy or free air. Multiple subcutaneous collateral vessels are again seen in the left lower quadrant similar to prior study. There are degenerative changes in the lumbar spine particularly pronounced at l1-l2 with schmorl¿s node, vacuum disc phenomenom and endplate sclerosis. The visualized lung bases demonstrate a similar appearing micronodular opacity in the right lower lobe, unchanged from prior, possibly chronic infection. Impression: redemonstration of an open anterior abdominal wound with surgical mesh. A hyperdense material and air collection abutting the mesh is smaller since november 12, 2014. Findings are consistent with recurrent or residual infection. At least small bowel adhesions to the anterior abdominal wall, enterocutaneous fistula would be difficult to exclude. Stable nodular opacity in the right lower lobe suggestive of chronic small airway infection or chronic aspiration.¿ ¿ (B)(6) 2015: CT abdomen: ¿redemonstration of open anterior abdominal wound w/ surgical mesh. A hypodense material and air collecting abutting the mesh is smaller. Findings consistent w/ recurrent or residual infection. At least small bowel adhesions to anterior abdominal wall, enterocutaneous fistula would be difficult to exclude. Assessment: based on above, impression is urinary tract infection with MDR organisms, in this case, resistant enterobacter spp and proteus spp. Open abdominal wound from a ventral hernia repair with mesh, is stable and being followed by wound care. This wound is stable on recent imaging.¿ ¿ (B)(6) 2015: preop diagnosis: ¿status post kidney transplant and incisional hernia repair with mesh, mesh infection and abdominal wall and intraperitoneal abscess. Indication: ms. (B)(6) is a 52-year-old female with end-stage renal disease who had a previous kidney transplant about 8 months ago. At that time, the patient had a large incisional hernia, and the closure of the incision after intraabdominal kidney transplant was done with gore-tex mesh. The patient was doing well and had normal graft function but subsequently the mesh developed a fluid collection, became infected and because of this infection, the wound was opened and treated in open fashion. The mesh was partially excised at that point, which ultimately the wound granulated and healed secondarily but formed a purulent fistula which was initially treated with wound care. We had some discussion with the patient about the further management, and we offered the patient to remove the residual mesh and drain the abscess cavity, which was underneath the fascia around the mesh. Since the patient was admitted subsequently several times with urinary infections, the surgery was initially postponed and eventually we decided to proceed with the procedure. Explained risks and benefits from the procedure. We obtained a consent.¿ explant procedure: drainage of the intraperitoneal abscess and excision and removal of the infected mesh. Explant date: (B)(6), 2015 [hospitalization (B)(6), 2015] ¿ ¿the patient was brought in and placed on the table in supine position. After anesthesia was obtained through endotracheal intubation, skin was prepped and draped in usual fashion. The patient had a fistula on the midline right above the umbilicus with granulation tissue margin. We did an incision along the midline. About a 10 cm incision was done on the skin and along the fistula tract. The fistula tract was opened longitudinally and followed the fistula tract. We identified the cavity which was below the level of the fascia containing the residual gore-tex mesh. Gore-tex mesh was completely excised, and there was purulent exudate inside the cavity which was completely drained. The specimen was sent for microbiological examination. The cavity was copiously irrigated with saline and also betadine solution. There was no more exudate and no necrotic tissue. There was a well granulating cavity which was packed with wet gauze and sterile dressing was placed. At that point, the patient was in stable condition. She was extubated and transferred to recovery room.¿ ¿ pathology and culture report detailing analysis of device and specimens collected during the (B)(6) 2015 procedure was not provided. (B)(6) 2015: discharge summary: ¿admission diagnosis: wound infection/uti. Secondary diagnosis: dm ii, esrd, morbid obesity, (bmi) of 56 kg/m2, recurrent utis, recurrent vaginal infections. Discharge diagnosis: wound infection. Procedures: drainage of intraperitoneal abscess and excision and removal of infected mesh. Hpi: open abdominal wound over gore-tex mesh. Patient reports that her abdominal wound has been unchanged and the plan is for combined case with transplant surgery service and plastic surgery for debridement that would be directed at unroofing the 6-8 cm superior tack over the small 2 cm opening. Exam: abdomen soft obese, wound vac in place. Hospital course: admitted on IV antibiotics for uti and pre-oped for surgery. S/p abdominal wound explore and debridement. Wound vac placed per wound care team. Medications included: insulin, myfortic and astagraf.¿ relevant medical information: ¿ (B)(6) 2015: CT abdomen/pelvis: ¿right lower quadrant abdominal pain. Results: visualized bowel is normal in caliber without evidence for obstruction. Multiple loops of small bowel are closely opposed to the anterior abdominal wall, raising the question of adhesions. There is rectus diastasis. Negative for pericolonic fat stranding. Scarring of the abdominal wall is noted consistent with prior surgery.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also warns, ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 10985043. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2014: (B)(6) hospital. (B)(6). Operative report. Pre/postop diagnosis: end-stage renal disease, on dialysis, and also incisional hernia. Procedure performed: right-sided deceased donor kidney transplant. Incisional hernia repair with mesh. Assistant: dr. (B)(6). Dr. (B)(6) was assisting for this case because of the complexity of the case and the absence of qualified resident help. Estimated blood loss: 50 ml. Disposition: the patient remained intubated, transferred to 7 west ICU for further management. Indications: mrs. (B)(6) is a 52-year-old female with end-stage renal disease who has been on dialysis. She had a previous kidney transplant on the right side which subsequently failed. The patient has been evaluated for a second kidney transplant, placed on a waiting list. A deceased donor kidney became available for her, and that was a right kidney with single artery, single vein, and single ureter. Backbench preparation was done by dr. Jiang, a separate dictation for this part of the procedure. The risks and benefits of the procedure was discussed with the patient and consent was obtained. Procedure: ¿mrs. (B)(6)was brought in to or and placed on the table in supine position. After anesthesia was obtained through endotracheal intubation, skin of the abdomen was prepped and draped in the usual sterile fashion. The patient was severely obese and also she had a previous midline incision from abdominal surgery which formed a large incisional hernia. Also, she had a previous right-sided kidney transplant. She had severe calcifications on the left iliac vessels. That is why we decided to implant the new graft on the right common iliac artery, and inferior vena cava. Then abdominal cavity was opened with a midline incision. The hernia defect was large about 10 x 5 cm and, after this, the multiple adhesions between the omentum and anterior abdominal wall were dissected. As the dissection proceeded, we identified the cecum and the cecum [sic] and ascending colon were medially mobilized. Retroperitoneum was exposed. The common iliac artery on the right side was identified and properly dissected. At this point, the distal inferior vena cava was clamped with satinsky clamp. A 15 mm longitudinal venotomy was made. The kidney graft was brought to the field. End-to-side anastomosis was performed between the renal vein and distal inferior vena cava of the recipient with 6-0 running prolene suture. After this, the common iliac artery on the right side was clamped proximal and distal, and an 8 x 3 cm oval-shaped window was made in the anterior wall of the artery. End-to-side anastomosis was performed between the renal artery and common iliac artery with 6-0 running prolene suture. After completion of this anastomosis, the kidney was reperfused. The venous clamp was removed first, followed by the immediate removal of arterial clamp. The kidney expanded and pinked up. Some small bleeding from the surface of the kidney was controlled with cauterization. At this point, the ureter of the kidney was brought next to the dome of the urinary bladder. The typical ureteric system ostomy was performed with uteral stent. Ureteral stent was used in this case. It was performed with 5-0 running pds suture. An anterior folks flap of the muscular layer of the bladder was made with 3-0 vicryl short running suture. Copious irrigation of the abdominal cavity. No bleeding from all areas of dissection. At this point, we closed the peritoneal cavity using a gore-tex mesh to close the hernia defect. It was sewn to the fascia with a short running 0 prolene suture. Subcutaneous tissue was closed with 2-0 vicryl interrupted suture, and skin was closed with a suture of 3-0 nylon and staples. Sterile dressing was placed. The patient was in stable condition. She remained intubated and transferred to 7 west ICU for further management.¿ on (B)(6) 2014: (B)(6) medical center. Implant record. Catalog number: mesh hernia oval. Implant description: 34cm x 26cm x 1mm ¿ 1dlmcp08. Manufacturer: gore. Serial number: 1dlmcp08. Lot number: 10985043. Quantity: 1. Size: 26.0cm x 34.0cm. Expiration date: 09/30/2015. Items used as: implant. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp08/10985043) was implanted during the procedure. On (B)(6) 2014: (B)(6) medical center. (B)(6). Discharge summary. Admission diagnosis: cadaveric renal transplant. Secondary diagnosis: delayed function of graft, hypotension, incision hematoma. Procedures: right-sided decreased donor kidney transplant. Incisional hernia repair with mesh. Hpi: esrd, dm. Underwent a lrrt in 2003 which failed and re-started on hd in 2010. Will follow high risk immunosuppression protocol pre and post-op period due to re-transplant. Exam: abdomen obese. Hospital course: underwent cadaveric renal transplant and repair of ventral hernia. Discharge instructions: activity increase as tolerated. Condition upon discharge: stable. On (B)(6) 2014: [ni]. (B)(6). Radiology-CT abdomen/pelvis. Indication: hx of renal transplant, + uti, abdominal pain. Findings: there is an anterior abdominal wound present with surgical mesh in place. Air and fluid pockets are demonstrated around the mesh. The largest pocket of fluid is seen at the superior aspect of the mesh at midline and measures approximately 4.3 x 3.3 x 6.6 cm. (Ap transverse by craniocaudal). At the inferior aspect of the mesh the wound appears open to the air and there are multiple tracts extending from the pockets of fluid to the skin surface. There are multiple defects noted in the subcutaneous soft tissues related to previous surgeries. The bowel loops are normal in caliber without evidence for obstruction. Impression: large open anterior abdominal wound surgical mesh in place. There multiple pockets of fluid and air surrounding the mesh consistent with infection. On (B)(6) 2014: [ni]. Dr. (B)(6). Radiology-ultrasound soft tissue abdomen. Indication: assess anterior abdomen for fluid collection and drain abscess as needed. Impression: small fluid collection in the subcutaneous fat of the anterior abdominal wall. This may represent a seroma, evolving hematoma, or abscess in the appropriate clinical setting. On (B)(6) 2014: [ni]. (B)(6). Radiology-CT abdomen/pelvis. Reason for exam: abd pain, worst over incision (renal transplant (B)(6) 2014). Impression: redemonstration of a large open anterior abdominal wound with surgical mesh. Multiple pockets of fluid and air surrounding the mesh appears grossly stable in size and configuration and are consistent with infection. Mild pelviectasis of the right lower quadrant transplant kidney stable from prior exam. On (B)(6) 2014: (B)(6) medical center. (B)(6). Physician documentation. Radiology-CT abdomen/pelvis. Impression: heterogeneous density along the rectus abdominal layer and fascial layer extending from the midabdomen to the mid pelvis. Associated inflammatory change on soft tissue thickening is noted. This appears to have indication with the skin surface on axial image 62. This may be postoperative in nature due to an underlying mash [sic] placement, however may also be related to previous contrast placement. Nonspecific stranding in the fat surrounding the transplant kidney. Assessment/plan: pt is a 52 yo f with extensive medical and surgical history including a ventral hernia repair with mesh that is currently infected and needs to be removed. It would be appropriate to have the surgeon that placed the mesh to remove it and replace another, unknown surgeon placed it at uic. Due to clinical presentation and ams likely 2/2 uti, patients admission and treatment with broad spectrum abx, van/zosyn. A transfer to uic for proper surgical management by primary surgeon maybe appropriate at a later date. On (B)(6) 2014: (B)(6) medical center. (B)(6). Physician documentation. Cc: abdominal wall drainage. Hpi: morbidly obese female, had a renal transplant and repair of a ventral hernia with mesh done at university of illinois hospital last year, and now presents with chronic drainage from her wound. I am seeing the patient for evaluation of this wound drainage and possible infected mesh. CT scan shows some fluid superior to the mesh with an open wound and a chronic draining sinus tract from the mesh to the skin. Exam: abdomen was obese but it was soft and nontender. There is some drainage from a 1 cm opening in the upper portion of her wound that has a long tract that extends superiorly to the area where the mesh is. There is no abscess, but it clinically is infected mesh with a chronic draining sinus tract to the skin. There is no peritoneal signs and no signs of intraabdominal pathology. Impression: infected mesh. 0n (B)(6) 2014: (B)(6) medical center. (B)(6). Physician progress notes. Subjective: still having abdominal discomfort. Objective: abdomen: soft, active bowel sounds. Has a left side nonhealing wound with purulent drainage. Assessment and plan: methicillin resistant staphylococcus aureus infection of the mesh of the abdomen causing a sinus tract to the skin outside. The patient is still getting IV vancomycin per infectious disease. Morbid obesity. S/p kidney transplant. Chronic kidney disease. Type 2 diabetes. On (B)(6) 2015: [ni]. (B)(6). CT-radiology abdomen/pelvis. Reason for exam: abd drainage, hx of infected mesh, sp kidney transplant. Indication: presenting with purulent foul-smelling discharge from the wound for 3 days. History of multiple abdominal surgeries. Results: evaluation of the abdominal viscera for intra parenchymal pathology is limited due to lack of intravenous contrast. There is redemonstration of a large anterior abdominal wound with surgical mesh in place. Air and pockets of fluid are redemonstrated around the mesh however decreased in size when compared to prior examination. The wound measures 5.0 x 1.6 x 9.8 cm, in transverse by ap by cc dimensions, decreased in size when compared to previous examination. Multiple small bowel loops are in close proximity to the anterior abdominal wall, where adhesions are suspected. There is thinning and atrophy of the ventral wall musculature. Unenhanced appearance of the liver is unremarkable with the exception of pneumobilia stable from prior. Previously seen pigtail stent in the duodenum has been removed. Pancreas is similarly atrophic. Within limits of noncontrast study, the spleen and adrenal glands are unremarkable. Both native kidneys are atrophic. A right iliac renal transplant is present without perinephric fluid or inflammation. More inferiorly and laterally, there is a second (failed) right renal transplant with changes related to atrophy. There is extensive vascular calcifications in the abdomen similar to prior examination. Evaluation of the abdominal viscera is also limited given lack of enteric contrast. There are no abnormally dilated loops to suggest bowel obstruction. A top normal caliber small bowel loop is present in the upper abdomen. The bladder is normally distended. The uterus is anteverted and probably atrophic. Bilateral fallopian tube occlusion devices are seen. There is no free fluid in the abdomen or pelvis. No bulky adenopathy or free air. Multiple subcutaneous collateral vessels are again seen in the left lower quadrant similar to prior study. There are degenerative changes in the lumbar spine particularly pronounced at l1-l2 with schmorl¿s node, vacuum disc phenomenom and endplate sclerosis. The visualized lung bases demonstrate a similar appearing micronodular opacity in the right lower lobe, unchanged from prior, possibly chronic infection. Impression: redemonstration of an open anterior abdominal wound with surgical mesh. A hyperdense material and air collection abutting the mesh is smaller since november 12, 2014. Findings are consistent with recurrent or residual infection. At least small bowel adhesions to the anterior abdominal wall, enterocutaneous fistula would be difficult to exclude. Stable nodular opacity in the right lower lobe suggestive of chronic small airway infection or chronic aspiration. On (B)(6) 2015: [ni]. (B)(6) md. Infectious disease consult. CT abd: redemonstration of open anterior abdominal wound w/ surgical mesh. A hypodense material and air collecting abutting the mesh is smaller. Findings consistent w/ recurrent or residual infection. At least small bowel adhesions to anterior abdominal wall, enterocutaneous fistula would be difficult to exclude. Assessment: based on above, impression is urinary tract infection with MDR organisms, in this case, resistant enterobacter spp and proteus spp. Open abdominal wound from a ventral hernia repair with mesh, is stable and being followed by wound care. This wound is stable on recent imaging. On (B)(6) 2015: (B)(6) hospital. (B)(6). Operative report. Pre/postop diagnosis: status post kidney transplant and incisional hernia repair with mesh, mesh infection and abdominal wall and intraperitoneal abscess. Procedure performed: drainage of the intraperitoneal abscess and excision and removal of the infected mesh. Assistant: dr. (B)(6). Blood loss: minimal. Disposition: transferred to recovery room in stable condition extubated. Indication: ms. (B)(6)is a 52-year-old female with end-stage renal disease who had a previous kidney transplant about 8 months ago. At that time, the patient had a large incisional hernia, and the closure of the incision after intraabdominal kidney transplant was done with gore-tex mesh. The patient was doing well and had normal graft function but subsequently the mesh developed a fluid collection, became infected and because of this infection, the wound was opened and treated in open fashion. The mesh was partially excised at that point, which ultimately the wound granulated and healed secondarily but formed a purulent fistula which was initially treated with wound care. We had some discussion with the patient about the further management, and we offered the patient to remove the residual mesh and drain the abscess cavity, which was underneath the fascia around the mesh. Since the patient was admitted subsequently several times with urinary infections, the surgery was initially postponed and eventually we decided to proceed with the procedure. Explained risks and benefits from the procedure. We obtained a consent. Description of procedure: ¿the patient was brought in and placed on the table in supine position. After anesthesia was obtained through endotracheal intubation, skin was prepped and draped in usual fashion. The patient had a fistula on the midline right above the umbilicus with granulation tissue margin. We did an incision along the midline. About a 10 cm incision was done on the skin and along the fistula tract. The fistula tract was opened longitudinally and followed the fistula tract. We identified the cavity which was below the level of the fascia containing the residual gore-tex mesh. Gore-tex mesh was completely excised, and there was purulent exudate inside the cavity which was completely drained. The specimen was sent for microbiological examination. The cavity was copiously irrigated with saline and also betadine solution. There was no more exudate and no necrotic tissue. There was a well granulating cavity which was packed with wet gauze and sterile dressing was placed. At that point, the patient was in stable condition. She was extubated and transferred to recovery room.¿ [missing records: a pathology and culture report detailing analysis of device and specimens collected during the (B)(6) 2015 procedure were not provide.] On (B)(6) 2015: (B)(6) medical center. Dr. (B)(6). Discharge summary. Admission diagnosis: wound infection/uti. Secondary diagnosis: dm ii, esrd, morbid obesity, (bmi) of 56 kg/m2, recurrent utis, recurrent vaginal infections. Discharge diagnosis: wound infection. Procedures: drainage of intraperitoneal abscess and excision and removal of infected mesh. Hpi: open abdominal wound over gore-tex mesh. Patient reports that her abdominal wound has been unchanged and the plan is for combined case with transplant surgery service and plastic surgery for debridement that would be directed at unroofing the 6-8 cm superior tack over the small 2 cm opening. Exam: abdomen soft obese, wound vac in place. Hospital course: admitted on IV abx for uti and pre-oped for surgery. S/p abdominal wound explore and debridement. Wound vac placed per wound care team. Medications included: insulin, myfortic and astagraf. On (B)(6) 2015: [ni]. (B)(6). Radiology-CT scan abdomen/pelvis. Indication: rlq abd pain. Results: visualized bowel is normal in caliber without evidence for obstruction. Multiple loops of small bowel are closely opposed to the anterior abdominal wall, raising the question of adhesions. There is rectus diastasis. Negative for pericolonic fat stranding. Scarring of the abdominal wall is noted consistent with prior surgery. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2014, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, infection, surgery to remove mesh, fistula, abscess, open draining wound, inflammation, mesh migration, hematoma. Additional event specific information was not provided.